Event description:
The pt experienced good spinal stimulation until 2009 when her angina pain returned and could not be treated with the stimulator. The stimulation stopped. Reprogramming was unsuccessful and impedance measurements were greater than 4,000 ohms. The physician suspected migration. During revision surgery, it was observed that the titanium insert of the anchor was separated from the silicone portion. The anchor, lead, and extension were replaced. The pt outcome was reported as "good stimulation".

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.